Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a sleeve gastrectomy procedure, in the third firing, the device¿s jaws would not close entirely/completely and remained open. Furthermore, surgeon tried to unload it and load another reload but had the same result. A new handle was used in order to complete the case. No patient injury.